Event description:
It was reported to ge medical systems that a 300 pound pt allegedly fell and suffered injuries to back while attempting to climb onto an advantx sfx r&f x-ray table. The pt step reportedly broke under the patient's weight.